Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the operator felt resistance when checking for cuff leaks before intubation and replaced it with a new one. There was no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: (B)(6) 2024. H3, h6 - updated device investigation: one device was received fir investigation in used condition without the original packaging. During visual inspection no damage or other defects were detected on the sample. Functional testing occurred and did not find a leak. The reported complaint is not confirmed. Based on the analysis performed on the sample provided and the reported by the customer, no root cause could be determined since the complaint was not confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.